Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. The patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated using radiofrequency (rf) telemetry. The patient was asymptomatic. No changes were made. The patient will be monitored using inductive telemetry.